Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: (B)(4). On (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe lower back pain') in a 44-year-old female patient who had essure (batch no. C61990) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), intervertebral disc protrusion ("cervical hernia"), arthropathy ("joint disorder"), visual impairment ("visual disorder"), discomfort ("vague discomfort"), urinary tract disorder ("urinary disorder"), dyspepsia ("digestive disorders"), skin disorder ("skin problems"), multiple allergies ("significant allergies more than tenfold"), tooth disorder ("dental problems"), adenomyosis ("adenomyosis of the uterus"), fatigue ("major abnormal fatigue"), ear disorder ("ent disorders- ear disorder"), nasal disorder ("ent disorders-nose disorder"), pharyngeal disorder ("ent disorders- pharyngeal disorder ") and muscle disorder ("muscular disorder"). The patient was treated with surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, intervertebral disc protrusion, arthropathy, visual impairment, discomfort, urinary tract disorder, dyspepsia, skin disorder, multiple allergies, tooth disorder, fatigue, ear disorder, nasal disorder, pharyngeal disorder and muscle disorder had not resolved and the adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthropathy, back pain, discomfort, dyspepsia, ear disorder, fatigue, intervertebral disc protrusion, multiple allergies, muscle disorder, nasal disorder, pharyngeal disorder, skin disorder, tooth disorder, urinary tract disorder and visual impairment with essure. Batch no: c61990 production date: 2014-05-30 expiration date:2017-05-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe lower back pain') in a (B)(6) female patient who had essure (batch no. C61990) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), intervertebral disc protrusion ("cervical hernia"), arthropathy ("joint disorder"), visual impairment ("visual disorder"), discomfort ("vague discomfort"), urinary tract disorder ("urinary disorder"), dyspepsia ("digestive disorders"), skin disorder ("skin problems"), hypersensitivity ("significant allergies more than tenfold"), tooth disorder ("dental problems"), adenomyosis ("adenomyosis of the uterus"), fatigue ("major abnormal fatigue"), ear disorder ("ent disorders- ear disorder"), nasal disorder ("ent disorders-nose disorder"), pharyngeal disorder ("ent disorders- pharyngeal disorder ") and muscle disorder ("muscular disorder"). The patient was treated with surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, intervertebral disc protrusion, arthropathy, visual impairment, discomfort, urinary tract disorder, dyspepsia, skin disorder, hypersensitivity, tooth disorder, fatigue, ear disorder, nasal disorder, pharyngeal disorder and muscle disorder had not resolved and the adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthropathy, back pain, discomfort, dyspepsia, ear disorder, fatigue, hypersensitivity, intervertebral disc protrusion, muscle disorder, nasal disorder, pharyngeal disorder, skin disorder, tooth disorder, urinary tract disorder and visual impairment with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.